Manufacturer narrative:
During inspection and testing, the insulation pad was found to be severely worn and metal was exposed. The reported event (handpiece not working) was not confirmed during testing. The device was functional. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that three handpieces did not work upon initial use in a procedure to perform a laparoscopic liver resection (partial hepatectomy), cholecystectomy, and liver wedge biopsy. The user switched out the transducer and cycled power to the system with the same result. No error codes occurred. The procedure was completed using another handpiece. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the insulation pad was found to be severely worn and metal was exposed. This report is being submitted for the malfunction found during evaluation (severe wear of pad). There was no harm or user injury reported due to the event. This report is for the second device that did not function. The first device is being reported on the medwatch with patient identifier (B)(6) for a malfunction found during evaluation. The third device is not being reported as the malfunction of that device has no potential to cause or contribute to death or serious injury if the malfunction were to recur.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h3, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1. The output in seal & cut mode was activated while grasping section was closed without grasping anything. (This includes after tissue resection) this caused the tissue pad to wear out severely. 2. Since the tissue pad was peeled off, it became difficult to continue the procedure, and it was judged that the tb-0535fc handpiece did not work. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.